Event description:
An esophagogastric duodenoscopy with esophageal banding was performed and completed using the mbl-6-xl and an olympus g1f-140 endoscope. Several hours post procedure the pt was suffering from respiratory distress. The physician attempted intubation and discovered that the barrel from the ligator was present in the back of the pt's throat, supra glottic. The barrel was successfully removed. Info was provided with this report indicating that the pt's respiratory distress did not improve upon removal of the barrel and that the pt died due to sepsis and disseminated intravascular coagulation (dic). The endoscope used has an outer diameter of 10.5mm. Packaging for this device includes a caution label that states an endoscope with a minimum outer diameter of 11.0mm must be used with this device.